Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The outer insulation was breached (clavicle-rib crush), and exhibited a cosmetic depression. The defib conductor was distorted and the inner tubing was kinked/buckled. The outer tubing overlay exhibited cosmetic environmental stress cracking (esc) and the lead appeared to have been stretched.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.